Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated a patient has had high lead impedance with vns systems and normal mode diagnostics testing since 04/26/2011. The vns was not disabled, but the settings were reduced. The reporter has been advised to disable the vns due to the high lead impedance. A vns battery life estimate performed by the manufacturer with available vns programming history yielded approximately 4.54 years remaining, indicating generator end of service is unlikely. The patient was also admitted to the hospital for increased seizures in (B)(6) 2011. Surgery to replace the vns is tentatively planned for (B)(6) 2012. Attempts for further information are in progress.

Event description:
Reporter indicated the patient had no trauma and did not manipulate the vns. X-rays were ordered, but the patient did not have x-rays performed. The vns was not disabled, but the output current was reduced to 0.75ma. The patient had vns generator and lead replacement performed on (B)(6) 2012. Diagnostics with the new devices were within normal limits. The explanted lead and generator were discarded by the hospital. Reporter indicated the increased seizures in (B)(6) 2011, were due to disease process and not the vns. The increased seizures were less than pre-vns baseline levels, and the patient had no medication changes or vns programming changes prior to the seizure increase.